Manufacturer narrative:
Additional data: b.5, h.6. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade iii, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture, and seroma-late.

Event description:
Physician reported "capsular contracture grade iii and rupture","increase in volume, pain and color change" and "probable liquid" in left breast. The device remains implanted.